Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied at the gastrojejunostomy, when the surgeon attached the anvil to the stapler, the doctor asked the resident to close the device. The resident misunderstood and was able to retract the safety latch with the stapler post still completely extended. The resident mentioned that he retracted the handle slightly but then stopped when he realized the mistake. He then replaced the safety latch and closed the anvil all the way down until green showed in the window. They then fired the stapler. They did 2 turns until the anvil tilted and removed the stapler. At this point it was observed that the stapler did not fire any staples and only cut the tissue. The surgeon did not observe any loose staples in the abdomen as if the staples did not form or fell out of the stapler. It appeared to them that there were no staples in the device. This required the surgeon to perform a hand sewn anastomosis and extend the procedure time by nearly one hour. There was tissue damage and tissue loss. The patient has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife blade and cross cutting staple line marks and staples were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied at the gastrojejunostomy, when the surgeon attached the anvil to the stapler, the doctor asked the resident to close the device. The resident misunderstood and was able to retract the safety latch with the stapler post still completely extended. The resident mentioned that he retracted the handle slightly but then stopped when he realized the mistake. He then replaced the safety latch and closed the anvil all the way down until green showed in the window. They then fired the stapler. They did 2 turns until the anvil tilted and removed the stapler. At this point it was observed that the stapler did not fire any staples and only cut the tissue. The surgeon did not observe any loose staples in the abdomen as if the staples did not form or fell out of the stapler. It appeared to them that there were no staples in the device. This required the surgeon to perform a hand sewn anastomosis and extend the procedure time by nearly one hour. There was minimal tissue damage and tissue loss. The patient was alive with no injury. Patient did well post op and is recovering fine.